Manufacturer narrative:
The dia 3mm jankowski suction tube (mcen78j30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with this complaint were observed. Failure analysis evaluation of the jankowski suction tube verified the complaint as valid. The device was broken near the laser welding. The tube was bent near the breakage area. No manufacturing defect was found. Root cause analysis: it was determined that this issue is likely due to an excessive effort applied on the device during the use, the reprocessing or the storage of the device.

Event description:
A facility reported that the aspiration canula/dia 3mm jankowski suction tube (mcen78j30) broke during 1st use. The customer did not know if the device was in contact with a patient or if the event led to an increase in surgery time. It was reported that no patient injury occurred.